Manufacturer narrative:
Correction: section h1. Additional information: section b5; section b7; section f10; section h6; section h10. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration area potential risks associated with the use of the bioprosthetic heart valves. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the information provided, the root cause for the valve degeneration four years post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (end stage renal disease, autoimmune conditions). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information indicated the patient presented with worsening exertional fatigue. Tte revealed worsening av gradients. Tte performed approximately 3 years post valve deployment indicated a mean gradient of 16.5 mmhg and a peak gradient of 29.7 mmhg. No aortic regurgitation was present. Three months later, repeat tte indicated a mean gradient of 19.1 mmhg and a peak gradient of 35.5 mmhg. Tee revealed mild stenosis of the aortic bioprosthetic valve. Three years and 7 months post implant, tte revealed a mean gradient of 29.2 mmhg, a peak gradient of 49.8 mmhg and a valve area on 0.59cm2. Mild aortic regurgitation was reported. Approximately 4 years post implant, leaflet calcification and motion restriction, and an indexed orifice area of 0.55cm were reported. This was determined to be consistent with prosthetic aortic valve stenosis. The decision was made to implant a second sapien 3 valve in the initial valve during a valve in valve (viv) procedure. Prior to the viv, a planned basilica procedure was performed to prevent coronary obstruction. The second valve was positioned and deployed in the initial sapien 3 valve. Post dilation with an additional 2cc of volume was performed on the valves. Post deployment aortography indicated mild central regurgitation. No paravalvular leak (pvl) was reported. The procedure was completed. The patient was transferred to cardiac recovery in stable condition. One month post viv, the patient reported feeling well with no shortness of breath. Both valves remain implanted in the patient. It was perceived that the early valve deterioration was likely attributed to the patient¿s underlying end stage renal disease and autoimmune conditions.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 4 years post deployment of a 29mm sapien 3 valve in the aortic position, central regurgitation was observed. A second 29mm sapien 3 valve was implanted during a valve in valve procedure. At the time of the event, the patient was in stable condition. Both valves remain implanted in the patient. No further information is available at this time.